Event description:
It was reported the patient had a urinary tract infection. It was noted the patient¿s urine culture showed 10,000-50,000 cfu/ml of enterococcus species as the patient was asymptomatic. It was reported the patient was prescribed cipro for seven days. It was noted the patient¿s symptoms resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
(B)(4).